Event description:
It was reported that during a laparoscopic sigma procedure, at the third firing, the jaws of the device did not completely open. The device cut but did not suture the anatomic part. A mini laparotomy was performed to complete the case with manual sutures.